Manufacturer narrative:
Event problem and evaluation codes: result code(s): (operational problem) : visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Per medical review, the patient's capsular bag was not stable enough to support the lens. (B)(4).

Manufacturer narrative:
Device name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter stated the surgeon inserted and removed an aq2015a silicone three piece lens, +26.0 diopter, due to the patient's bag could not support the lens. There was no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.